Event description:
The advocate called on behalf of the customer and alleged that she has been receiving erratic blood glucose readings. She stated the customer went into a diabetic shock one evening and could not move her legs. Paramedics were called. The customer's glucose was tested using her contour meter and the readings was 100 mg/dl. Paramedics arrived 5 minutes later and received a blood glucose reading of 30 mg/dl using their meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate did not mention treatment, but most likely the customer was treated with glucose. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.